Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 355531, lot# n294739, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-14, lot# n293538, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-43, lot# n296735, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-43, lot# n246561, implanted: (B)(6) 2011, product type: accessory. Product ID: 3888-45, lot# v588269, implanted: (B)(6)2011, product type: lead. Product ID: 3888-45, lot# v395448, implanted: (B)(6)2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that every once in a while the patient had a burning sensation in their back where their stimulator was located. The patient inquired about a healthcare professional (hcp) in their area as they had recently moved. It was noted that the patient still had concerns with the device or therapy but they had not sought further help. **information omitted, see (B)(4).